Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint (lot # 3230777) as well as two different vials (lot #s 3273091 and 3157522) have been returned (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the alleged issue was confirmed when testing lot# 3230777 with control solution during investigation. Er4 was observed with lot #3273091 when testing with control solution. With lot #3157522 an er4 was observed (while testing with control solution) and was also found to have extra test strips in the vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.